Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture diagnosed by ultrasound. The device has been removed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles on the shell, the weight the device within specification, a curved opening on posterior, fold creases, red particles on the gel, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on posterior. Based on the device analysis the final assessment is: - a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Physician reported a left side rupture diagnosed by ultrasound. The device has been removed.